Event description:
It was reported that the user experienced hypoglycemia with blood glucose around 50 mg/dl and received an alarm from the ilet that prompted them to stop insulin and consume a snack. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included a review of user-reported information. Investigation of this case revealed no confirmed device malfunction, and the device alarm function appeared to operate as intended to alert the user to low glucose risk. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.